Manufacturer narrative:
E1: patient country: poland. Patient city: (B)(6).

Event description:
Reference number: (B)(4). Event occurred in poland. It was reported that patient faced an infusion set leakage event on (B)(6) 2024. The leakage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Supplemental report 01 - MDR 2086591 - MDR 3003442380-2024-36078 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6003216 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional air leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6003216 was manufactured according to the wi version 77 packaged m12, on 16/sep/2023, with a total of 28,500 units. Assembly: the lot 3j00301 was assembly according to the wi version 26, assembly, on 15/sep/2023 with a total of 29,200 units. The lot 3j00302 was assembly according to the wi version 26, assembly, on 15/sep/2023 with a total of 29,200 units. Gluing of tubing: the lot 3j00259 was glued according to the wi 4905078 version 39 manufactured in the line l-5, l-4, l-8 on 12/sep/2023 with a total of 180,000 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 03/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6003216 and no other complaints have been registered in database for the same lot 6003216 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.